Manufacturer narrative:
Upon follow up with a tandem clinical diabetes specialist, the customer changed the type of infusion set used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent elevated blood glucose (bg value not provided). The pump supplies were changed multiple times. The customer declined to provide further information.